Manufacturer narrative:
Additional information:

Event description:
Healthcare professional reported patient's symptoms have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, and product details has been requested. No additional information is available at this time. The event of "edema swelling" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reported patient was injected with unspecified juvéderm® volift¿ in the lip and unspecified juvéderm® voluma¿ in the chin. Three months after injections, "patient experienced oedema swelling on the lip" and chin. Patient used prednol (methylprednisolone) for 3 days and hyoluronidase was applied. Patient was also treated with augmentin 1 g (amoxicillin + clavulonic acid), and avil (pheniramine). Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-01154 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, unspecified juvéderm® volift¿.